Manufacturer narrative:
Examination of the device in the product evaluation laboratory revealed that there was no visible bend to the catheter tip. Box proximal and distal electrodes were continuous. There was no visible damge to the catheter body. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No defect was found.

Event description:
It was reported that the tip of the catheter was bent. It was stated that the pacing catheter could not stay at the apex during use and the pacing threshold instability occurred. No patient complications were reported.